Event description:
Caller reported that when they attempted to unlock the pump screen, the display flickered and they were unable to access the device. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and customer reverted to manual injections for insulin therapy.